Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system visited the clinic due to experiencing hiccough symptoms. The device was interrogated, and technical services (ts) was consulted for review of the stored data. Upon review, the presenting electrogram (egm) showed this right ventricular (rv) lead exhibited high out of range shock impedances. Ts discussed possible causes with the hcp and recommended for commanded shock test to be performed for further lead evaluation. At this time, the rv lead remains in service, and the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.